Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a suture break occurred. A second perclose proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture break was not confirmed. The analysis did reveal an anterior needle-to-cuff miss, evidenced by the anterior cuff loose with the tabs in the pre-deployment position. A needle-to-cuff miss may appear the same to the user and can have the same result. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.